Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months prior, a chest xray revealed a non-standard left ventricular (lv) lead positions but all indications were that the lead was functioning. During a subsequent admission to the hospital, a chest x-ray revealed the lv lead tip in the superior vena cava (svc) superior to the heart. It was also noted the patient had experienced diaphragmatic nerve stimulation. The physician requested the lv lead be programmed off, managed ventricular pacing (mvp) mode be activated and the lv lead impedance warning be inactivated. The patient was referred to a different facility for further treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.